Event description:
It was reported that during an artificial urinary sphincter (aus) implant procedure, three cuffs were unable to be successfully implanted; when the cuffs were deflated, some water could no longer be drawn off. All three components exhibited the same problem. The procedure was completed with a fourth cuff from a different model without patient complications.

Manufacturer narrative:
Investigation summary: based on all the information available, boston scientific concludes that the visual examination of the pump did not identify any leak in the device. The functional testing showed that the component performed within specification. Based on this observations, the reported allegations of mechanical and deflations issues were unable to be confirmed as a problem was not detected. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: visual examination of the device did not identify any leaks in the component. The functional testing of the component showed the cuff performed within specification and was able to fully deflate using a syringe. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during an artificial urinary sphincter (aus) implant procedure, three cuffs were unable to be successfully implanted; when the cuffs were deflated, some water could no longer be drawn off. All three components exhibited the same problem. The procedure was completed with a fourth cuff from a different model without patient complications.